Event description:
It was reported that intermittent atrial undersensing was observed. Patient was asymptomatic. Programming changes were made. The patient is doing well and will be monitored remotely.